Manufacturer narrative:
B5, d4, d7, d10, d11, e1, h3, h6, h10. H3 device evaluation the ams 800 device was visually inspected and microscopically examined. No leak or damage were present on the pump, cuff, or balloon components. The pump was not functionally tested due to contamination. Fluid was injected into the pump balloon tubing while the pump was in the activated state and confirmed that the fluid resistor was functional. The reported mechanical malfunction was unable to be determined.

Event description:
It was reported that due to the sphincter not filling the patient will have his artificial urinary sphincter (aus) revised on a later date. Additional information received indicated the device was removed.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the sphincter not filling the patient will have his artificial urinary sphincter (aus) revised on a later date.